Event description:
Customer called and stated that power-pro 080540376 is leaking hydraulic fluid. Could not tell if it is at the assembly or a hose. There was no reported patient involvement or adverse consequences to report.